Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24950klq, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that the remote monitor failed during interrogate test; found error codes (B)(4) in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.